Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement. The patient reported that their device was beeping and was advised for device checkup. Additional information obtained from the field representative indicated that the cause of the high sli was not determined. Defibrillation threshold (dft) test was done which yields normal results. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received nineteen months after the initial observations were reported that during a normal follow up visit, out of range shocking impedance measurements were still occurring. All other lead diagnostics are normal. The information was received from a representative from a competitive company and a boston scientific technical services consultant discussed the normal impedance range for this lead. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Additional information was received stating another red alert was received for an out of range shocking impedance measurement. The caller was inquiring if they could continue to monitor the patient. The measurement that triggered the alert was 138 ohms and today it was 112 ohms. A boston scientific technical services consultant discussed testing and system evaluation. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.